Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that after implant, the left ventricle lead was stimulating the diaphragm with deep breaths in all configurations down to the pacing threshold. The lead was removed and replaced. No patient complications have been reported as a result f this event.